Event description:
It was reported that trochanteric fixation nail (tfn) was inserted for prevention impending fracture right femur, due to severe blastic disease. The tfn instruments were broken during procedure. The surgery was delayed for approximately 10 minutes. Surgeon noted bone was extremely dense. This is report 4 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product wa received. Placeholder.